Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received which reported that x-rays were done on patient's first post-operative visit as a result of feeling stimulation on one side. Follow-up with the patient after repositioning of the lead revealed that the patient was doing very well and was receiving bilateral coverage.

Event description:
It was reported that the patient had been experiencing stimulation in the wrong location, when stimulation was turned on. The patient could only get the stimulation of the left side. It was stated that "nothing was wrong with the system, only the lead placement." Reportedly, the lead revision was taking place on the day of the report. Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).